Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint, fs libre reader, and precision strips, no trends were identified that would indicate any product-related issues. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low reading issue was reported with the adc freestyle libre reader. The customer obtained a reading of 2.1 mmol/l (37.8 mg/dl) on the built-in meter and experienced unspecified symptoms of hyperglycemia, thirst, and didn't feel well. The customer contacted her healthcare provider, and upon his arrival, a glucose reading of 30.0 mmol/l (540.0 mg/dl) was obtained on a healthcare device. The customer was transported to the hospital where she received unspecified treatment to normalize her glucose levels. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre reader. The customer obtained a reading of 2.1 mmol/l (37.8 mg/dl) on the built-in meter and experienced unspecified symptoms of hyperglycemia, thirst, and didn't feel well. The customer contacted her healthcare provider, and upon his arrival, a glucose reading of 30.0 mmol/l (540.0 mg/dl) was obtained on a healthcare device. The customer was transported to the hospital where she received unspecified treatment to normalize her glucose levels. There was no report of death or permanent injury associated with this event.